Manufacturer narrative:
Voluntary corrective action recall is being performed to prevent a possible hazard to patients and caregivers, as the patients may self-release from restraints. Upon investigation, it was discovered that the twice-as-tough cuffs exhibit inadequate pull-strength that may allow for the strap to slip through the d-rings. This slippage may result in loosening of the patient¿s wrist(s) and/or ankle(s), providing a potential safety risk to the patient or the caregiver. The product is being replaced with product which meets the required pull-strength. A corrective and preventive action has been initiated. Manufacturer reference file #2019-00261 and r-00374.

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
Reference associated manufacturing report number 2020362-2019-00034. Customer confirmed the product will not be returning for analysis. Therefore, this event is reported based on the information provided by the customer and from historical data of similar complaint. Sample and complaint recreation confirmed the reported issue. As such, ongoing investigation is underway to determine the root cause. Manufacturing reference file #(B)(4). Product will not be returning.

Event description:
The customer reported the strap is slipping through the d-ring attachment. As a result while the patient was still restrained within the cuffs the patient was allowed enough room to reach out and bite an employee. The employee was provided medical treatment for the bite. Customer stated this occurred in (B)(6) of 2019 but could not recall the exact date. The date the issue was discovered is unknown.